Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified, fold creases, broken plug strap, linear opening. The leak test and microscopic analysis was performed which identified, linear sharp opening on radius, broken plug strap with sharp edge. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening assessed, as unidentified(tear) opening. Broken plug strap with sharp edge assessed, as unidentified(tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.